Manufacturer narrative:
The failure investigation has been completed and the alleged battery jumping issue was verified while based on the analysis, the alleged fill estimate issue could not be verified.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Additionally, it was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose value. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.